Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that boluses given to the patient on (B)(6) 2012, were not recorded in the pump history. On (B)(6) 2012 at 8:00 pm, the patient obtained the blood glucose readings of 463 mg/dl and 479 mg/dl. At that time the patient experienced no symptoms of high or low blood glucose levels and he tested negative for ketones. The patient was brought to the emergency room, where his blood glucose level was tested to be 508 mg/dl. The patient was admitted to the hospital and treated with injections of novolog insulin. Troubleshooting revealed all pump settings, basal setting, and date/time setting were correct, and the total basal/bolus doses correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the reporter alleged there were bolus doses given but not recorded in the pump history, and the patient suffered blood glucose levels suggesting severe hyperglycemia afterwards, and was hospitalized, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed three boluses occurring on (B)(6) 2012; all of the boluses totalled correctly leading up to the reported event. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. Test boluses were performed and were found to be recorded accurately in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.